Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Cracks. Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was cut into three pieces and part of the haptic were torn off and missing. There was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Event description:
The customer reported that after the surgeon placed the aa4203tl silicone three piece lens in the eye a crack was observed in the middle of it. The lens was removed without enlarging the incision and another same model lens was implanted. The reporter stated the lens appeared to be loaded correctly, so it is unknown as to what cause the event.

Manufacturer narrative:
Conclusion: a current investigation involving cracked silicone lenses is ongoing. A CAPA was opened to address these types of issues. When the CAPA is closed, the file will be reopened and a supplemental medwatch will be submitted. (B)(4).